Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube was buckled, the light guide cable distal cover glass dirty, the angle wire malfunction, the root brace rubber flexible tube was broken, the control body assy complete fluid damage, the light guide cable insertion tube fluid damage, and the insertion flexible tube was buckled; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.